Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration (svd) is the most common reason for bioprosthesis reoperation and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. No further actions are possible with the available information.

Event description:
It was reported that a transcatheter aortic bioprosthetic valve was implanted through an existing edwards aortic bioprosthetic valve for unknown reasons after an implant duration of 12 years. The reason for redo-avr is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information was received. There have not been any allegations of a malfunction or deficiency related to the subject device. No other details provided.